Event description:
It was reported that during a mid-left anterior descending (lad) coronary artery stenting with a 3.0x23mm xience xpedition stent, a non-serious dissection was noted. Reportedly, there was resistance with the implanted stent and an unspecified guide wire during the procedure. Two additional unplanned xience xpedition stents were used successfully as treatment for the dissection. The following day, slightly elevated creatinine kinase-myocardial band (ck-mb) was noted. There was no reported treatment for the elevated cardiac enzymes and the patient was discharged home that same day without additional sequela. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: the 3.0x23mm xience xpedition stent delivery system (sds) failed to cross due to anatomy. The sds was removed without issue and further vessel preparation was performed. The sds was re-inserted and the 3.0x23mm xience xpedition stent was implanted. There was no additional information provided.

Manufacturer narrative:
(B)(4). Re-insertion. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition, xience xpedtion sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.